Manufacturer narrative:
Event site city: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our examination lights ¿ lucea 40 mobile version. As it was stated the light body was damaged, photographic evidence confirmed that issue and indicated that headlight handle was broken and taped with risk of handle detachment and missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off during examination may lead to potential infection of the patient.

Manufacturer narrative:
The correction of d4 version of model # deems required. This is based on the internal evaluation. Previous d4 catalog #: ardlca309009a. Corrected d4 catalog #: ard568601998. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of our examination lights ¿ lucea 40 mobile version. As it was stated the light body was damaged, photographic evidence confirmed that issue and indicated that headlight handle was broken and taped with risk of handle detachment and missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off during examination may lead to potential infection of the patient. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: it can be noticed on the picture that the handle is broken at its base. It means that it was hit at this location. The rest of the light is in good condition. The handle received a big shock and broke at its base. This is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).